Event description:
It was reported that the pt experienced exposed material into the bladder following a urethral bulking implant. The material formed something that had the appearance of a bladder stone. The pt was taken to or for removal of the exposed material with a stone basket. The facility also reported that during the initial implant, material flowed back out the injection site and was removed during initial procedure as described by the product labeling. The pt's tissue condition was noted to be poor and the pt had previously had pelvic radiation. No further complications were reported.